Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a no disposable alarm. Resolution volume 14.4ml, rate 0.6ml, amount given 95.60ml. No disposable clamp tubing alarm. Settings reviewed; alarm remains. Tubing clamped, and cassette removed. Tubing massaged, and cassette gently tapped on firm surface. Small air bubbles present. Cassette reattached; alarm remains. Troubleshooting steps attempted twice without resolution of alarm. This event at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.